Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent surgery to repair an incarcerated ventral incisional hernia on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal of a portion of the mesh on (B)(6) 2014 and the surgeon note the mesh was ¿markedly attenuated with some recurrent herniations centrally with mesh failure.¿ it was reported the patient continues to experience severe pain, bloating, diarrhea and constipation. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 6/21/2019.